Event description:
Same case as MFR report #: 2134265-2010-04944. It was further reported that the index procedure treated two target lesions. Target lesion one was a 90% stenosed, 3.0x10mm lesion of the proximal lad (left anterior descending). Treatment consisted of direct stenting with a 3.0x12mm taxus liberte study stent resulting in 0% residual stenosis. Target lesion two was a 100% stenosed, 2.54x50mm lesion of the mid lad. Treatment consisted of predilation and placement of two overlapping taxus liberte study stents (2.5x32mm and 2.75x32mm) resulting in 0% residual stenosis. At both lesions timi flow improved from 0 to 3 throughout the procedure. The patient was discharged on aspirin and clopidogrel 14 days post procedure. The proximal lad stent was found to be patent with 0% stenosis at reintervention.

Manufacturer narrative:
(B)(4).

Event description:
Taxus liberte (B)(6) post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. An unknown number and size of taxus liberte stents were implanted in the patient on an unknown date. Approximately nine months post procedure the patient had no angina symptoms; however, follow up coronary angiography showed a 99% stenosed, 2.75x60mm lesion of the mid lad (left anterior descending). Treatment consisted of placement of another manufacturer's drug eluting stent and balloon dilation resulting in 0% residual stenosis. The patient's status was improved with no angina symptoms found at the one year study follow up. The investigator assessed the event as definitely related to the study stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).